Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic myomectomy procedure for the removal of uterine fibroids. Following the surgery, a pathology examination was performed and she was diagnosed with cervical cancer.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.